Manufacturer narrative:
No button error alarm occurred during testing; however, the unit had intermittent act and up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling was noted during testing. The unit had a minor scratched liquid crystal display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corner and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had scrolling numbers during her attempt to input her carbohydrates value into the device. She stated that the numbers kept scrolling up and down without stopping despite button presses. She also reported that the insulin pump had alarmed button error. The customer's blood glucose was 96 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.